Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of the system logfiles found a bootup issue. Upon troubleshooting actions, the fse identified that the application software was crashed, and software was not started fully. The fse reinstalled the software from scratch. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.